Event description:
"Caller alleged discrepant results compared with the lab. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio meter = 1.6; reference = 2.4; mean = 2.0; confidence limits = 1.3 - 2.7. Date: (B)(6) 2011; inratio meter = 3.8; reference = 2.8; mean = 3.3; confidence limits = 1.9 - 4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the document variability for inr testing. No further investigation is required. Inr from (B)(6) 2011 excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. (B)(4). Action threshold has reached. Since strip lot released, 11 in-house therapeutic sample tests have been performed with 69 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.